Event description:
It was reported that the remote monitor "failed to communicate with device." The monitor had previously sent successful transmissions. It was also noted that the patient is sometimes out of range of the monitor. The patient will receive a new monitor. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.